Event description:
It has been reported to the company that the pacing wire of this device is not locking into the connecting pins and with patient movement the wire is pulled out of the pins exposing the wire. There is no report of patient injury and the device is being returned for the company's analysis.